Event description:
Lead fracture was reported. The lead was replaced. No patient complications have been reported as a result of this event. Information received with the returned device reported inappropriate therapy, sensing difficulty, coil fracture, and lead impedance out of range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis.